Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pseudotumor. Revision notes stated that the patient had markedly elevated metal ion levels. Copious metallosis was encountered in the abductors and short rotators, scarred capsule and tissue. Pseudotumor and metallosis were removed from the acetabulum. No lab values provided for the reported elevated metal ions. Complainant and product information were updated. Added stem for the reported elevated metal ions.

Manufacturer narrative:
Patient was revised due to pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pseudotumor. Revision notes stated that the patient had markedly elevated metal ion levels. Copious metallosis was encountered in the abductors and short rotators, scarred capsule and tissue. Pseudotumor and metallosis were removed from the acetabulum. No lab values provided for the reported elevated metal ions. Complainant and product information were updated. Added stem for the reported elevated metal ions.